Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a burn on the C-cover after completion of the unknown procedure involving an Olympus Colonovideoscope. There was no patient injury reported.